Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer's wife stated they had "power issues" and received error messages from coaguchek xs meter serial number (B)(4) which delayed testing. The customer was unable to provide the message or code. On (B)(6) 2018, the result was 3.3 inr. On (B)(6) 2018, the result was 5.6 inr. The customer's doctor advised the customer to stop warfarin for a week. The customer was not able to test until (B)(6) 2018 due to the errors on the meter. On (B)(6) 2018, the result was 6.0 inr and two minutes later the result was 2.8 inr. The customer's wife called the doctor and was advised to go to the ER. In the ER, the customer was tested and the result was 7.1 inr. The customer was admitted to the hospital and treated for a high inr. The customer was in the hospital until (B)(6) 2018. The treatment given in the hospital was requested but was not provided. The customer claims there were no injuries, internal bleeding, or unusual bruising or bleeding. The patient's results were high with the meter and treatment was provided. Warfarin was stopped. A high inr was confirmed at the ER. There is no information to reasonably suggests that incorrect treatment was given based on the meter error or the meter results. The device produced error messages which were detectable to the user. The customer was aware the device was not available for use and had the option to seek an alternate method of testing. On (B)(6) 2018, the result was 4.3 inr. The therapeutic range was 2.0 inr-3.0 inr. The customer had possible anemia, took no heparin, had no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer's diet was normal for him, but he has little appetite and doesn't eat much. The customer has had bronchitis recently. A screen check was performed on the meter and the display was fine. The meter powered on correctly. It was noted the date was set incorrectly on the meter. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 294942) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer returned the meter only for investigation. The returned meter was measured with master lot strips in comparison to a retention meter and master lot strips using a control solution. Testing results: qc 1: 2.6 inr, qc 2: 2.5 inr, qc 3: 2.6 inr. He obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr) all measurements were without error messages. The maximum difference between measurements was 4.0%. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.